Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was not working for two weeks. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the down and up keys stick. The keypad was intact and when removed for investigation, contamination was noted under all button contacts.